Event description:
It was reported that, "when implant box was opened by circulating nurse, it was noticed that inner box was not fully packaged correctly. (Inner seal)."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.